Event description:
It was reported that the device failed psi test with multiple sets (30.3, 40.1, 31.5, and 28.1). The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lens. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue. No root cause was found. No further action was required. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.